Event description:
A trilogy 100 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed a o2 low flow test step during testing, therefore the active exhalation control module needs to be replaced to address the issue. There were no confirmed error codes recorded. No repairs were performed and the device will be scrapped as per customer request. Additionally, the software was upgraded. The rubber feet were missing and required replacement.